Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected pump error, motor error and button error as well as not delivering insulin. No harm requiring medical intervention was reported. Customer stated that the rejected new batteries and unexplained random no delivery alarms. Customer stated that the insulin pump had to rewind more than once per reservoir change. Customer also stated that buttons were always responding while first pressed. The insulin pump will not be returned for analysis.